Manufacturer narrative:
Immucor technical support used verbal communication method to gather information. An immucor field service engineer (fse) determined that a faulty washer manifold was found on (B)(6) 2019, and it was subsequently replaced. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument. The instrument had recently had a software upgrade.